Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported issue was confirmed. The root cause identified as a mixing pump failure. Had them power the device on and check the level sensor in the diagnostics it indicated 4. Then had them drain the device. Stated approximately 1.5 l came out of the drain ports. Then had them power the device on. They stated the level sensor read 0. Per wo notes, discussed this was indicative of a failed mixing pump. They would perform the 2000-hour service themself locally. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would stop filling after 1 l of water. Had them power the device on and check the level sensor in the diagnostics it indicated 4. Then had them drain the device. Stated approximately 1.5 l came out of the drain ports. Then had them power the device on. They stated the level sensor read 0. Per wo notes, discussed this was indicative of a failed mixing pump. They would perform the 2000-hour service themself locally.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would stop filling after 1 l of water. Had them power the device on and check the level sensor in the diagnostics it indicated 4. Then had them drain the device. Stated approximately 1.5 l came out of the drain ports. Then had them power the device on. They stated the level sensor read 0. Per wo notes, discussed this was indicative of a failed mixing pump. They would perform the 2000-hour service themself locally.